Manufacturer narrative:
A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An ophthalmologist reported a patient presented with anxiety about visual outcomes, scarring, infection not clearing well, and blurry vision in the right eye three months post lasik. The patient was noted to have an unusual infiltrate in the flap interface and was referred to a cornea specialist for a flap lift, scrape, and culture. Additional information has been requested.